Event description:
Per the clinic, the patient experienced an infection at the implant site on (B)(6) 2021 and was treated with oral antibiotics on (B)(6) 2021 (duration not reported). Subsequently, the device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.